Manufacturer narrative:
On the initial report only the year of manufacture was provided. Through the investigation the month of manufacture has been provided. The manufacture date is november 2013. Device evaluation: the review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Manufacture year 2013. Field service specialist (fss) visited the account and couldn't reproduce low vacuum issue. Upon arrival, patient line vacuum was read at 510 and machine vacuum at 717. While on site recalibrated vacuum regulator printed circuit board to address low patient line vacuum issue. Performed mock treatment and monitored vacuum pressure for at least 3 minutes after the treatment; vacuum found stable. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that error message of ''vacuum line pressure low'' appeared during fragmentation. Case was aborted. No patient injury or complications reported.